Event description:
A capture and sensing anomalies were observed due to dislodgement. As such, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.